Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined.there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The starclose se device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device and a starclose se device after an unspecified procedure. Reportedly, an unknown device failure occurred with both devices. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. The name of the physician was provided by the hospital; however, it is unknown if the physician has been trained in the use of the proglide and starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of event.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, the starclose se could not be removed from the patient's anatomy. The safety release mechanism was used to release the starclose se device from the anatomy. The device appears to have been deployed; however, the method used to achieve hemostasis was not reported. No additional information was provided.